Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by manufacturer- additional information h2: additional information h6: adverse event problem component codes ¿ additional information

Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Request to process the case with interaction purpose. Stelo_us_eng_bot_service_wearablefailure;sae utternance : both sensors fell out of my arm after a few days. One caused significant irritation and some pain in my arm for several days. I¿d like a refund asap please.;sae keyword : pain.

Manufacturer narrative:
(B)(4).